Event description:
Journal article reports pt experienced phacoemulsification with implantation of an acrylic introacular lens in january 1996. His visual acuity was 2.2 six months after surgery. In february 1998, pt complained of visual loss. Expansive glistening of the intraocular lens and slight posterior capsule opacity were observed by slitlamp examination. A yag laser posteior capsulotomy was done with difficulty because the target lights of the laser did not focus on the surface of the capsule. A posterior capsulotomy was performed. However, visual acuity did not improve sufficiently. Pt's contrast sensitivity with glare was still low.